Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the patient's electrograms noted the patient's right ventricular (rv) lead exhibited oversensing. It was found that a slowly propagating left ventricular pace worked its way across the heart and was being sensed by the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.